Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the pulmonic position via transvenous approach, while crossing, there was resistance felt in the tricuspid valve. The wire may have been caught in the cords of the tricuspid valve, resulting in the resistance while crossing. The valve and delivery system were attempted to be crossed 3 times before it was decided to abort the procedure. While pulling the valve into the sheath, the sheath kinked and caused a laceration in the inferior vena cava (ivc). The valve was deployed in the ivc and the delivery system and sheath were able to be removed. Covered stents were placed to repair the laceration in the ivc. Per the report, post procedure a gi consult was requested to assess possible abdominal bleed. The patient was alive at the end of the procedure.

Manufacturer narrative:
Other relevant history was updated. This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-04863 the devices were not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Per the report, the wire may have been caught in the cords of the tricuspid valve, resulting in the resistance while crossing. Since the delivery system follows the track laid out by the guidewire, if the guidewire were caught in cords, it is likely that the delivery system would get caught in the cords during advancement as well. Per the report, while pulling the valve into the sheath, the sheath kinked. The kinking of the sheath suggests that the thv got caught on the sheath tip during retrieval. This could have occurred if the thv was retrieved into the sheath tip at a bend or if the thv was not flush/centered against the flex tip during retrieval. As such, available information suggests that patient/procedural factors contributed to the reported events. However, without procedural imagery of the issues, a definitive root cause is unable to be determined at this time. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and single or double wall thickness. The following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and single or double wall thickness. The flex shaft is 100% visually inspected and is accepted if the flex shaft is smooth with no mechanical damage or sharp/rough edges and rejected if there is exposed metal on the stent section. The nose tip is 100% visually inspected for defects and is rejected for multiple bumps or surface indentations. The balloon is 100% visually inspected for balloon size and contamination, fold lines and distorted/pinched folds. During final inspection, guidewire passage, fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. 100% distal to proximal visual inspection is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. Additionally, devices underwent product verification testing as a requirement for lot release. Samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for delivery system ¿ tracking difficulty or delivery system ¿ withdrawal difficulty-valve, through sheath. The review of complaint data revealed that the complaint rate did not exceed the november 2018 control limit for the applicable complaint trend categories.

Manufacturer narrative:
Reference CAPA-20-00141.